Event description:
2001, orthodontic wires, brackets, bands were applied. These medical devices contained up to 55% nickel. Subject's gums immediately swelled and developed multiple, ongoing sores in mouth. Subject's growth slowed. 2003 subject diagnosed with crohn's desease, an autoimmune inflammation of gi tract. 2003 subject diagnosed with strong sensitization to nickel via dermal patch testing. Orthodontia removed late 2003. 2004, analysis of subject's blood showed 2.9 micrograms/liter nickel. Although mouth & gi tract have improved with the removal of orthodontia & immunosuppressants & anti-inflammatory drug therapy, physicians cannot predict the long-term effects of nickel in the blood of subject strongly sensitized to nickel. Growth has resumed.